Event description:
During a surgical procedure the device was used. While spinning down a unit of blood the bowl separated and blood product was released. There was no known contamination of the pt. The case proceeded without interruption. The MFR's rep reviewed the above problem and stated that it was most likely an isolated incident. The seal on the bowl separated. He did not recommend pulling the lot.